Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (RV) lead failure to retract. The RV lead was not used and replaced on (b)(6) 2026. The patient was in stable condition.